Event description:
It was reported that the customer had passed away in her sleep from a seizure, while wearing her insulin pump. The customer's father stated that prior to the event, he had found the customer lying on the floor unable to see or stand, and having a hard time speaking. When the customer's father checked on the customer later, she was feeling better and was able to speak better as well. The customer's father then stated that the customer had refused to go to the hospital and when he woke up the next morning he found that the customer had passed away already. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.